Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image is flickering. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: two indentations near the tip of the specimen are caused by a component failure of the rigid tube. The image is flickering due to a malfunctioning rotating ring. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope exhibited two indentations near the tip. There were no reports of patient harm.